Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a ureteroscopy procedure performed on (B)(6) 2023. During the procedure, the core wire broke and did not go up. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): imdrf device code a0401 captures the reportable event of core wire break.